Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided and dates unknown. Elevated blood glucose was addressed with a correction bolus via the pump and manual dose injections. The customer changed supplies and resumed insulin therapy.